Event description:
During functional testing at zoll medical's techinical service department, the device's paddle functions were inoperable. There was no patient ivolvement in the reported malfunction.